Event description:
Olympus was informed that after a transurethral resection of the prostate procedure, when the device was removed from the patient, it was observed that the ceramic tip broke off inside the patient. The physician retrieved the broken piece from the patient using a grasper and the procedure was successfully completed. No patient injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.